Event description:
It was reported that, "pt complained of pain. Blood work showed infection. MRI showed loose cup. Cup removed and stem removed."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6021-0335, lot# 27013703, description: accolade plus tmzf hip stem #3. Cat # 623-00-36d, lot # mhdrr9, description: trident 0 deg insert 36mm. Cat # 6209-9-136, lot# 006mne, v40 cocr lift head 36mm/0. It cannot be determined which, if any, of these devices may have caused or contributed to the pt's infection.